Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. It cannot be determined when or how this damage occurred. Fluid was observed exiting the tear in the soft cannula. Data downloaded from the device returned an 0x22, indicating the device is in a critical hazard alarm state. No damages or defects were found to cause this alarm.

Event description:
It was reported the patients blood glucose level rose to 340 mg/dl while wearing the pod longer than 48 hours. As treatment the patient replaced the pod.